Manufacturer narrative:
The device was returned for analysis. Visual inspection of the device did not identify any damages or defects. The rotawire used in the procedure was returned and during analysis, the rotawire had resistance during removal due to numerous kinks to the proximal end of the wire. Due to the severity of the kink damage, reinsertion was not completed. A test wire was selected to complete the test to determine if the damage to the wire was the only damage causing the resistance during removal. The test wire was able to be inserted and removed without issue or resistance.

Event description:
It was reported that the burr was stuck on wire. The 60-70% stenosed target lesion was located in the mildly tortuous and severely calcified left coronary artery. A 1.25mm rotapro and rotawire were selected for use. After draw testing, it was confirmed that the system worked correctly. During the procedure, the burr was advanced towards the lesion without the use of dynaglide, however, resistance was encountered on the guidewire and the burr could not advance properly. The burr and the guidewire had to be removed as one unit, and the procedure was completed with another rotapro and rotawire. There were no patient complications and the patient was stable post procedure.

Event description:
It was reported that the burr was stuck on wire. The 60-70% stenosed target lesion was located in the mildly tortuous and severely calcified left coronary artery. A 1.25mm rotapro and rotawire were selected for use. After draw testing, it was confirmed that the system worked correctly. During the procedure, the burr was advanced towards the lesion without the use of dynaglide, however, resistance was encountered on the guidewire and the burr could not advance properly. The burr and the guidewire had to be removed as one unit, and the procedure was completed with another rotapro and rotawire. There were no patient complications and the patient was stable post procedure.